Manufacturer narrative:
(B)(4). Method: the complaint device was not returned to fisher & paykel healthcare in (B)(4) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of the product. Results: customer reported that the pressure of rd1300 neopuff t-piece circuit was found to be low/ conclusion: without the return of the complaint device we are unable to determine what may have caused the problem reported by the customer. The rd1300 t-piece is designed to be used with the fisher & paykel healthcare's rd900 neopuff infant resuscitator. The user instructions that accompany the rd1300 neopuff t-piece circuit state the following: "ensure pressures are monitored throughout resuscitation." "Connect the test lung to the t-piece circuit and test resuscitator function before connecting to the patient." "The t-piece circuit and neopuff are intended for use by adequately trained medical practitioners."

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the pressure of a rd1300 neopuff t piece circuit was low. There was no patient involvement.